Manufacturer narrative:
Patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced tape not sticking due to poor adhesive event on (B)(6) 2026. No further information available.